Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was submitted to the manufacturer for evaluation. Through visual examination, a yellowish valve was observed. The reported issue is confirmed. From previous investigation on similar yellowish valve/septum on the introcan safety 2 product, the top b. Braun medical inc. Matching references samples matched with neo ballistol oil origin. Neo ballistol oil is applied on cannula surface to facilitate smooth cannula withdrawal process. There is a high probability the yellowish material in the septum originated from the neo balistol oil due to an accumulation that was used for product lubrication purposes. The physical appearance and color of the substance on the septum match with neo ballistol oil which is yellow color as stated in its safety data sheet. However, this lubrication oil has no clinical relevance to the patient. An approved project is in place to further address issues with yellowing septum. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
According to the complainant, orange discoloration noted on the device - in the flow of blood - almost looks like "goop". The device was noted to have this discoloration/contamination in the post-anesthesia care unit (pacu). The device was discarded and is not available to be returned to the manufacturer for evaluation. No patient complications were reported as a result of the event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.